Event description:
It was reported the "image artefacts with the camera, crushing in the cable harness" when using the subject device. There was no patient impact, no harm reported due to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide device evaluation information supplied by the manufacturer. Please refer to the following sections for corrections made: d10, e1 - fax number null the device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found noise in the image. Additionally, other evaluation findings include the following: water tightness lost, and dirt on button. Based on the results of the investigation, it is likely that the following led to the malfunction: noise on image was due to a twisted cable unit. Water tightness lost was due to damage on the cable. The most probable cause is cause traced to component failure.the most probable cause of dirt on button is cause traced to environment. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the "image artefacts with the camera, crushing in the cable harness" when using the subject device. There was no patient impact, no harm reported due to the event.

Manufacturer narrative:
The subject device is expected to be returned; however, it has not yet been received for evaluation, the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.